Event description:
On 13may2024, a call was received from a representative at a patient¿s (pt¿s) eye care professional¿s (ecp¿s) office who advised a pt experienced discomfort, itching, and tearing lenses with a diagnosis of a left eye (os) ulcer after wearing an acuvue® oasys® brand contact lens (cl). The pt only wears a cl in the od, but for ¿whatever reason¿ the pt decided to put a lens on the left eye (os) and then developed an os ulcer. The pt did not mention when the torn lenses were noticed. The pt advised the representative that the event was with a new cl. On 03jun2024, the pt called to provide additional information. The pt advised that the ulcer diagnosis was in the od, not the os as previously reported. The pt reported there were no issues in the os and no complaints of torn lenses were reported to the ecp office. The pt went to an emergency room (ER) and was diagnosed with the od ulcer by a doctor. The location of the od ulcer and exact wording of the ER doctor was unknown. The pt advised the event started on 04may2024 with feeling of sand in the eye, irritation, discomfort and tearing. The pt removed the od suspect cl and reinserted it and reported it ¿felt better¿ but later had to remove it due to pain and light sensitivity. The pt reported the suspect od lens was a new lens and didn¿t notice any issue with the lens but ¿didn¿t look at it.¿ the pt was prescribed an unknown eye drop three times daily (tid) for 3 days. The pt went to an ophthalmologist on 07may2024 who advised the pt that the ulcer had resolved in ¿those 3 days.¿ no additional treatment or diagnosis was provided by the ophthalmologist. The pt also reported going to an urgent care (visit date not provided) and was provided unknown numbing drops and pain medication prior to going to the ER. The pt will email the discharge papers from the ER and the urgent care but couldn't provide contact name and locations for any additional information requests. The pt reported a weekly (or less) wear schedule with daily cl use. The pt also reported using opti-free solution. The pt advised the od is fine, but no longer uses cls and has an appointment on wednesday for a lasik procedure. On 03jun2024, an email was sent to the pt requesting the discharge papers from the ER and urgent care visits. No additional information has been received. This corneal ulcer is being reported as a worst-case event as we were unable to verify the pt¿s diagnosis and treatment with the treating doctor. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b015mmk was produced under normal conditions. The od suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.